Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an iliac stenting procedure. Reportedly, the device was inserted but the foot was not positioned against the arterial wall properly before deploying. The sutures did not capture the artery. A second perclose proglide was deployed. The suture was pulled too hard and the suture broke. A third perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017 - failure to follow steps, deployment of the device without proper positioning of the foot against the arterial wall. It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided.